Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by vomiting and the hp¿s drain solution appeared blue from the vomiting. It was not reported if the patient was hospitalized for the event. Treatment details and cause of the event were not reported. Action taken with therapy was unknown. The outcome of the event was not reported. No additional information is available. This is report 2 of 3.